Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (s/n: (B)(4)) found no problems. (B)(4).

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient¿s ins recharger (insr) screen kept going blank and was displaying a ¿charge your recharger¿ message. It was also noted that the desktop charger (dtc) connector pin was loose and wiggly. A replacement insr and dtc were sent. The patient¿s ins was reportedly completely dead. The patient fully charged the ins with the replacement recharging devices. No patient complications were reported.